Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 14.6 mmol/l at the time of incident. The customer was treated with manual injection as the insulin pump had blank display. The insulin pump got wet due to exposure to water in the river. There was a hairline crack on the insulin pump which resulted in the moisture entry to the insulin pump. Troubleshooting was performed for blank display and the device is not expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The insulin pump was also received with case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads.